Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, during the (B)(6) 2024 permanent implant the patient developed a csf leak during the first needled placement. The patient was asymptomatic. As a result, the procedure was aborted to address the issue.